Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to open pulse wires in the cable connecting the distribution node (dn) and ECG "b" and the cable connecting ECG "a" to the front therapy electrode. The root cause for the open pulse wires was excessive force on the cables. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was causing frequent check therapy electrode messages.